Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a hip surgery when locking the tfna, the flexible screwdriver was broken. Procedure was successfully completed. This report is for one (1) 5mm hex flexible screwdriver . This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.037.028, lot 9920604: release to warehouse date: august 26, 2016. Manufacturer: hagendorf. No non-conformance reports (ncr's) were generated during production. H3, h6: a photo investigation was completed: a photo-investigation was performed on the provided images. Upon inspecting the images provided, it was observed the device was broken into two (2) pieces. However, the root cause for the breakage cannot be determined. H3, h6: a product investigation was completed: upon visual inspection, the distal tip of the device was observed to be broken. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: e1.